Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospital emergency room visit and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone. Lockdown. Cloud - omnipod 5 software app version. 3.1.1 cloud - operating system. N5004l-am-q-mv01602-06-01.06. Cloud - hardware. N5004l cloud - cgm sensor type. Data not available.

Event description:
It was reported that the patient had been to the hospital emergency room with hypoglycemia on ((B)(6) 2025). The patient's blood glucose levels declined to less than 54 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include vomiting and face and throat numbness. Once at the hospital emergency room the patient was treated with dextrose and sugar. The patients blood glucose and heart rate were monitored. The patient was in the hospital emergency room for 24 hours.